Event description:
The customer reported seven (7) false positive results with the binaxnow covid-19 ag card on nasal swab samples from seven patients on (B)(6) 2022. This report is for patient two (2) of seven (7). The patient had confirmatory pcr testing performed which generated a negative result (platform and sample type unknown). The patient was reported to be asymptomatic at the time of testing. No additional information was reported.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers 1221359-03235 through 1221359-2022-03241.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190311 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 190311 and device part number 195-430h/ lot 176911. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 190311 showed that the complaint rate is 0.00284 %. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient.